Event description:
It was reported that the patient presented for in-clinic follow-up. Upon interrogation, it was noted that the right ventricular lead sensing had diminished, and the capture threshold was elevated. The physician believed the patient had developed scar tissue between the lead helix and endocardial wall. The patient was scheduled for lead revision, where an attempt was made to reposition the lead. However, the helix failed to completely retract, and the lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were helix mechanism issue, sensing problem and high capture threshold. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried tissue. The reported event of helix mechanism issue was confirmed. After the helix was cleaned, it could be extended and retracted when torque was directly applied at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue. The reported events of sensing problem, and high capture threshold were not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.